Event description:
Total hip arthroplasty reportedly performed in 1994. Revision performed on unknown date, with wear noted intraoperatively on the acetabular liner component. No add'l details of event were provided.